Event description:
It was reported that the patient presented to the emergency department due to inappropriate shocks. A chest x-ray was performed, and the right ventricular (rv) lead was noted to be dislodged. The physician explanted and replaced the rv lead. The patient condition was stable.